Event description:
The following info was reported by aci sales representative: that he observed gradual deflation of the balloon during the swell time. The stop cock was appropriately at 90 degree and syringe in neutral. The mynxgrip device provided hemostasis and there were no clinical issues, the device prep was also appropriate. Stick location: cfa, middle of bottom 1/3 of femoral head. Vessel size: 6mm.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The balloon from the returned device was inflated with water and the stopcock was closed. The balloon held pressure and the inflation indicator extended and remained in place for 1 minute. A vacuum was drawn and the device held pressure for 2 additional minutes. No leaks were observed at the stopcock or at the stopcock luer lock connection. The review of the lhr (lot f1334813) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per instructions for use (IFU).